Manufacturer narrative:
The device was returned for evaluation. Visual inspection revealed that the plunger tip had sheared. No additional anomalies were noted. Based on the investigation, the most likely root cause was determined to be customer failure to follow instructions for use. The instructions for use for this device states: "cause: activating cutter, effect: marker damage, marker migration, device damage and/or difficulty distinguishing marker shape". A good faith effort response indicated: "the doctor stated that when the patient had markers and a hydromark outside the body, she closed the probe's aperture".

Event description:
According to the reporter, this event occurred after breast biopsy procedure. After marker plug placement, the plunger became caught in the probe aperture, causing significant resistance. Upon removal of the probe and hydromark, the hydromark plunger was found to be extended. Additionally, the marker could not be placed and was stuck to the plunger. Confirmation with the facility indicated the damaged plunger was not fractured, and no fragments remained inside the body. Procedure was completed. No patient complication.

Manufacturer narrative:
According to the reporter, this event occurred after breast biopsy procedure. After marker plug placement, the plunger became caught in the probe aperture, causing significant resistance. Upon removal of the probe and hydromark, the hydromark plunger was found to be extended. Additionally, the marker could not be placed and was stuck to the plunger. Confirmation with the facility indicated the damaged plunger was not fractured, and no fragments remained inside the body. Procedure was completed. No patient complication. Additional information was provided by the reporter: the examination was terminated without placing the marker into the patient. The doctor stated that after removing the probe and the hydromark together from the patient's body, the aperture was accidentally closed. The device was available for return. Investigation is pending the return of the device. Note: cell d6a documents the date it was attempted to implant the device. According to the reporter, the examination was terminated without placing the marker into the patient.